Manufacturer narrative:
Company rep replaced the panorama telepacks.

Event description:
Customer reported an issue with the panorama telepack which may have resulted in loss of ambulatory monitoring. No pt injury was reported.